Event description:
During preparation for use of the device for cardiopulmonary bypass procedure, the user reported the heater/cooler would not pump. The user reported the cooler/heater worked for a while but then a buzzing sound occurred. An alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.